Manufacturer narrative:
Citation: falchetti a et al. Contegra versus pulmonary homograft for right ventricular outflow tract reconstruction in newborns. Cardiol young. 2019 apr 3:1-6. Doi: 10.1017/s1047951119000143. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the performances between pulmonary homografts and small-sized contegra conduits in a cohort of newborn patients who underwent right ventricular outflow tract reconstruction. All data were collected retrospectively from a single center between 1992 and 2014. The study population included 53 patients (predominantly male; mean age 12.5 days; mean weight 3 kg), 30 of which were implanted with a 12 mm medtronic contegra valved conduit (no serial numbers provided). Among all contegra patients, the overall mortality rate was 16.6%. The causes of death were not reported. Based on the available information, medtronic product was not directly associated with the death(s). Among all contegra patients, adverse events included: conduit dysfunction requiring early re-operation (defined as within the first 24 months post implant) due to distal stenosis, proximal stenosis, and pulmonary artery bifurcation stenosis with regurgitation. Other adverse events among contegra patients included: pulmonary artery branch stenosis requiring stenting or balloon angioplasty, delayed chest closure during index procedure, peri-operative need for extracorporeal membrane oxygenation, severe regurgitation, severe gradient, and peri-operative low cardiac output. Based on the available information, medtronic product was directly associated with the adverse event(s). The physician/author(s) stated there were no observed cases of endocarditis in this cohort of newborn patients, however, they did en counter a case of q-fever endocarditis in a contegra patient previously. Based on the available information, medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.